Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base, also found cannula broken with part still in tubing, also found needle hub separate from sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. See picture attachment file for details.

Event description:
It was reported that the customer had a bent cannula. The customer also mentioned that the sensor was stuck in the serter. Customer's blood glucose level at the time 178 mg/dl. Advised sensor would be replaced.